Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a missing sensor wire. The sensor was inserted into the arm on (B)(6) 2018. No product was provided for evaluation. Confirmation of the reported missing sensor wire could not be determined. A probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(4)2019. The sensor was inserted into the arm, which is off label usage of the device, on (B)(4)2019. The product was evaluated. A visual inspection was performed and was unable to confirm or disconfirm the complaint because only the applicator was returned. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.